Event description:
Abbott diabetes care received a medwatch report in which a customer reported issue with the adc device. Details were reported by pharmacist as follows: ¿reader defective. After charging all night, reader does not last eight hours.¿ no further details were reported and there was no report of an adverse event occurring or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported 1 reader (serial number unknown) and has been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.